Event description:
It was reported that pre-operatively to a partial nephrectomy, the tower experienced display port (dp1) issue; the external screen was blank/ not working. It was later swapped to dp2, and that gave a 3d view on all external displays, which couldn't be adjusted since it shares the 3d with the digital visual interface (dvi) (surgeon console). It was accepted for this procedure and then post procedure swapping back to dp1, no connection issues were present anymore. So replugging the cable back to dp1 did resolve the issue post procedure. There was no display issue on the surgeon console (sc) and operating room team interface display (orti). The patient was not present in the operating room but was under an anaesthesia when the issue occurred. There was a 10 minute delay in the procedure.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that pre-operatively to a partial nephrectomy, the tower experienced display port (dp1) issue; the external screen was blank/ not working. It was later swapped to dp2, and that gave a 3d view on all external displays, which couldn't be adjusted since it shares the 3d with the digital visual interface (dvi) (surgeon console). It was accepted for this procedure and then post procedure swapping back to dp1, no connection issues were present anymore. So replugging the cable back to dp1 did resolve the issue post procedure. There was no display issue on the surgeon console (sc) and operating room team interface display (orti).the patient was was not present in the operating room but was under an anaesthesia when the issue occurred. There was a 10 minute delay in the procedure.

Manufacturer narrative:
H2) correction: d1; additional information: e (first name, last name) h3) device evaluation: medtronic led an evaluation of the reported tower 240v in the field and the associated device logs. Review of the field service notes indicated that there were issues with the display port 1 of the tower. Swapped to display port 2 which gave a 3d view on all external displays. After the procedure the cable was swapped back to display port 1 and no connection issues occurred. Evaluation of the logs did not show any errors wit the tower or system. Evaluation of the tower 240v confirmed the reported condition, however, the investigation concluded there were no abnormalities that would have caused or contributed to the reported condition; therefore, the investigation was not able to identify a root cause. However, the most likely cause could be traced to the system not being used as intended. Replication of the observed condition can occur if the cable is not properly plugged into the display port of the tower. The instructions for use (IFU) states, "ensure video equipment is connected to the system tower before plugging in the tower power cords.". Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.